Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. The IV pole clamp was installed. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and determined that the IV pole needed to be adjusted. It was noted that when the side panel was in place the button that moves the IV pole would make contact with the lever used to adjust the IV pole. The technician adjusted the push button mechanism for the IV pole and after the adjustment the technician was able to move the IV pole to any position and the IV pole stayed at the adjusted height. After the repair was completed, the technician then performed a semi-annual preventative maintenance (pm). Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. The IV pole clamp was installed. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the device at the customer site and determined that the IV pole needed to be adjusted. It was noted that when the side panel was in place the button that moves the IV pole would make contact with the lever used to adjust the IV pole. The technician adjusted the push button mechanism for the IV pole and after the adjustment the technician was able to move the IV pole to any position and the IV pole stayed at the adjusted height. After the repair was completed, the technician then performed a semi-annual preventative maintenance (pm). The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer adjusted the IV pole release button. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a terumo bct service technician checked out the device at the customer site and determined that the IV pole needed to be adjusted. It was noted that when the side panel was in place the button that moves the IV pole would make contact with the lever used to adjust the IV pole. The technician adjusted the push button mechanism for the IV pole and after the adjustment the technician was able to move the IV pole to any position and the IV pole stayed at the adjusted height. After the repair was completed, the technician then performed a semi-annual preventative maintenance (pm). The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no further issues related to the reported condition identified. Correction: a field service engineer adjusted the IV pole release button. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related to the need for an IV pole release button adjustment.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. The IV pole clamp was installed. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.